Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was hospitalized following a whipple surgery (dates unspecified). During this time, the pump became dislodged and the tubing broke when attempting to reattach it, resulting in interruption of remodulin therapy starting at 6:00 am (unspecified date). The hospital was unable to service her remodulin medication, and the patient had been off therapy since 6:00 am on an unspecified date in 2026. Treatment was resumed after replacement tubing was received, and the patient reported feeling well. No additional details were provided.